Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No motor error alarm. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 75.6 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.